Event description:
Information was received on 2025-oct-06 from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that when the patient's bandages were removed a few days after implant or about two weeks after implant, their daughter told them they thought the incision had about 3/4 inch that was not healed and it was red. The patient stated they thought it was infected, and it just happened that another healthcare provider (hcp) had put them on keflex for another injury and their [implanting] doctor said later that it was a good thing the other doctor put them on keflex. Additional information was received from the hcp on 2025-oct-22. When asked what steps were taken to resolve the issue with the patient's suspected infection, the h cp stated that a dressing change and antibiotics resolved the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.